Manufacturer narrative:
The lag screw was classified as primary product during evaluation. An investigation and a review of the manufacturing and inspection documents (DHR) were not possible because the lag screw and the lot code were not provided; the root cause of the reported event could not be determined. It is possible that the set screw was already placed so that it blocked the gate for the lag screw through the nail or that the surgeon took the wrong ccd angle of the target device. Also a deflected k-wire is possible. The IFU and operative technique include that the user must be familiar with the system and trained, furthermore, the correct assembling of the implants are described in detail. A more precise evaluation was not possible based on the minimal information and without the product. No non-conformity identified. Device was not received.

Event description:
During surgical intervention for a right femur fracture using a gamma nail short , when the surgeon introduce the screw he realized that the screw did not reach the recommended position. The screw was removed and the surgeon place a new one of the same reference for completing the procedure without any other issue.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During surgical intervention for a right femur fracture using a gamma nail short , when the surgeon introduce the screw he realized that the screw did not reach the recommended position. The screw was removed and the surgeon place a new one of the same reference for completing the procedure without any other issue.